Event description:
On (B)(6) 2009, the pt reported that occasionally her insulin infusion set luer comes loose from the insulin cartridge and she is constantly tightening it. She said she does not reuse the cartridge or her infusion sets. She stated that about 6 months ago the luer lock came off and all of the insulin in the tubing went into her body quickly. She said her blood glucose dropped and she felt shaky and sweaty. She stated she corrected her reading by taking honey. Courtesy cartridges and infusion sets were sent to the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.